Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had physical damaged. Customer stated there were cracks near the battery compartment, cracks around display window, scratches in the display and broken clip. No further information provided.